Event description:
It was reported that the Dexcom G7 intermittently failed to communicate with the iLet pump, resulting in a prolonged pairing state on the pump while glucose readings continued on the Dexcom app; troubleshooting included toggling between G6 and G7, restarting the sensor and pump, adjusting CGM settings, and re-entering the sensor code, indicating a pairing failure localized to the iLet interface with involvement of the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between devices, with relevance to the antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.